Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp mnh mni. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: synthes lot # 7625338, supplier lot # 7625338, release to warehouse date: mar 06, 2014 , expiration date: mar 01, 2024 , no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient had screw broken off at c2. It was unknown if the patient scheduled for further medical intervention. No further information is available. Originally, the patient had primary posterior oc2 fusion procedure on (B)(6) 2020. Concomitant device reported. Unk - locking/set screws: synapse (part# unknown, lot# unknown, qty unknown); unk - rods: synapse (part# unknown, lot# unknown, qty unknown); unk - transverse connector (part# unknown, lot# unknown, qty unknown). This complaint involves two (2) devices. This report is for (1) 3.5mm ti cancellous polyaxial screw 34mm for 4.0mm rods. This report is 2 of 2 for (B)(4).